Manufacturer narrative:
Patient hospital record reported as (B)(6). It is unknown when screw broke. This report is for an unknown spine screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter contact information is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent hardware removal of spine osteosynthesis materials on (B)(6) 2018 due to screw breakage. The procedure was completed successfully. There were no reported additional medical interventions done or surgical delay. There were no reported complications on the patient. Patient outcome was generally good or stable. The patient had a work-related accident on (B)(6) 2015 and was diagnosed with contusion of the lumbosacral region and the pelvis, fracture of lumbar vertebra, injury of the unspecified leg, fracture in the lower epiphysis of the tibia. The patient underwent spinal arthrodesis surgery from column l3 to s1 on (B)(6) 2015 using a transpedicular lumbo-sacral fixation method with bone graft. On (B)(6) 2017, fracture of the implanted material was noted and evidenced. On (B)(6) 2017, screw fracture was fixed in s1. The patient was released with general recommendations. On (B)(6) 2018, left transpedicular screw breakage was noted in s1 and surgical removal was indicated. On (B)(6) 2018, patient was noted to have suffered from chronic axial pain. Imaging studies documented fracture of the material, as well as pseudoarthrosis or non-union of lumbosacral arthrodesis materials. Concomitant devices reported: plate for spine (part: unknown, lot: unknown, quantity: 1), 10cc putty graft (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown spine screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.